Event description:
It was reported that during a da vinci s splenectomy procedure, the surgical staff experienced a broken cannula mount. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by engineering concluded that the customer reported problem was associated with the endoscopic camera manipulator (ecm) cannula mount. The ecm cannula mount is designed for the camera arm and attaches to a disposable cannula that serves as a port of entry for the endoscope. The system was repaired by replacing the ecm cannula mount. The ecm cannula mount was returned for evaluation. Engineering discovered the ecm cannula mount to be broken in two pieces. The cannula mount base fractured at the 90 degree corner feature directly behind the back plate. The cross sectional area of base is also the smallest where it fractured. Temperature sensitive sticker has not changed color, indicating part has not exposed to high temps. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.